Event description:
IT WAS REPORTED THE PATIENT'S L5 LEAD HAD HIGH IMPEDANCES AND THE PATIENT HAD INEFFECTIVE THERAPY. SURGICAL INTERVENTION MAY BE UNDERTAKEN TO ADDRESS THE ISSUE.

Manufacturer narrative:
DATE OF EVENT IS ESTIMATED.

Event description:
Additional information indicates x-ray imaging revealed the lead fractured.

Manufacturer narrative:
Updated section B1.Updated codes in section H6 for fracture.